Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a controller exchange on (B)(6) 2022 without direction from their clinician. Log files captured a pump stop on (B)(6) 2022 when the patient exchanged their controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the review of the log file indicated that a controller exchange occurred. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day (B)(6) 2022 from 12:21:24 ¿ 13:55:16 per timestamp). There were no notable alarms active in the log file pertaining to the reported event. Pump operation was not affected. The periodic log file was also submitted for review. A review of the submitted log files showed events spanning (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). A pump stop and driveline disconnect alarm was active on (B)(6) 2022 at 13:44:15 indicating that a controller exchange occurred. The controller and driveline were reconnected (B)(6) 2022. There were no other notable alarms active in the log file pertaining to the reported event. Multiple good faith effort attempts were made asking for the serial number of the controller that was exchanged on (B)(6) 2022, the reason for the exchange, if the exchanged resolved the issue, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate 3 instructions for use (IFU) (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.